Event description:
The customer's mother called to report that her son woke up with a seizure. She suspects the seizure was due to low bg's, but no readings could be taken at the time to confirm. The mother administered glucagon to counter his suspected low bg's. Paramedics were called and the customer was taken to the hosp. His bg readings at the hosp were high (254 - 385 mg/dl) - a correction bolus was administered which was successful in lowering his levels. The pod was left on the customer, but will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have directly caused or contributed to either insufficient delivery, over-delivery or no delivery of insulin. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced both high and low bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of either high or low bg levels and could use another device or backup therapy if required.